Event description:
The patient received intradermal bovine collagen implants around the mouth and in the chin in 2001 the patient received botox treatment that same day, around the mouth and in the forehead. About 3 weeks later the patient developed a nodule in the chin and one in the forehead. The physician is not certain of the etiology of the nodules, but treated with oral duracef and oral prednisone.